Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2020 and the suture was used. During surgery, the suture was broken when pulling the suture during continuous suturing. There were no adverse consequences to the patient.